Event description:
It was reported that a newly received ilet pump would not power on despite over an hour on a charging pad that showed a solid green light, with proper charging technique verified and the charging pad confirmed functional by charging a phone; a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive user interface, with the touchscreen implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.